Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged amputation is related to the v.a.c.® drape. A device evaluation and device history record review could not be performed. The patient has multiple comorbidities including diabetes, poor circulation and pre-existing infection. The wound was already necrotic prior to the application of v.a.c.® therapy. The physician indicated the home health nurse incorrectly applied the v.a.c.® drape; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. -assess for osteomyelitis and, if present, treat accordingly. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 31-jul-2024, the following information was provided by the physician: the patient allegedly lost a toe while using v.a.c.® therapy due to use error by the home care nurse. On (B)(6) 2024, the following information was provided by the physician: the home health nurse incorrectly applied the v.a.c.® drape resulting in an amputation on (B)(6) 2024. The v.a.c.® drape was wrapped around the patient¿s toes squeezing all the toes together. There was no barrier placed between the toes. Due to the pressure and the accumulation of moisture, the patient¿s toe began to die resulting in an amputation of the hallux. Patient is progressing after the amputation. The v.a.c.® dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.